Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker caused the patient to have possible infection. Reportedly, the patient did not directly relate to the device but was worried something may be wrong. All available information indicates that the pacemaker remains in service.